Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with a cystoscopy, bladder washing, bilateral retrograde pylogram, bladder biopsy, and bladder fulguration, hydrodistention of the urinary bladder, mesh, and intravestical instillation of medicine. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, and neuromuscular problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, bladder washings, bilateral retrograde pyelograms, bladder biopsy, bladder fulguration, hydrodistention of the urinary bladder, and intravesical installation of medication due to sui and interstitial cystitis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.